Event description:
This spontaneous case was reported by a healthcare professional and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 40 year-old female patient who had essure inserted (lot no. C35391). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and asthenia ("asthenia"). The patient was treated with surgery (essure removal via bilateral salpingectomy in (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain or asthenia. The reporter commented: surgical intervention by laparoscopy to remove the inserts. No complications in the postoperative. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 40 year-old female patient who had essure inserted (lot no. C35391). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and asthenia ("asthenia"). The patient was treated with surgery (essure removal via bilateral salpingectomy in (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain or asthenia. The reporter commented: surgical intervention by laparoscopy to remove the inserts. No complications in the postoperative. Batch no: c35391, production date: 2014-03-13, expiration date: 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-oct-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.